Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.1., d.4., d.6b., g.2, h.4., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi: no patterns were found. Therefore, no additional actions are deemed required. The trend of (B)(4) fluid leak complaints will continue to be monitored, and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, to a fold flaw opening.

Event description:
Device has been explanted and replaced.